Event description:
It was reported that balloon rupture and deployment issue occurred. The target lesion was located in the proximal left anterior ascending artery. A 3.50x12mm promus element plus stent was used to treat the target lesion. The balloon of the stent delivery system ruptured. The stent was not fully deployed. Unspecified balloon catheters were used to the dilate the stent. The stent was successfully implanted in the target lesion. The stent balloon was retrieved outside the patient's body. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).